Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information cancer. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final test. In box h6: evaluation method code was corrected. In box e: initial reporter was corrected, and box d was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information cancer. There was report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Error code was present. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.